Event description:
Customer reported that the screen on the insulin pump was darkened. The blood glucose reading was 121 mg/dl. She stated that the screen was dark gray and difficult to read. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the self test. No unexpected dark screen, full black screen or display anomaly was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.